Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6) , batch: 7073372.

Event description:
It was reported that the patient had an infection above the midline incision site. The wound site was not healing properly and symptoms of pain and abscess were noted. The physician believed that symptoms were device and procedure related. The patient underwent an explant procedure and was placed on antibiotics. All device components were removed and discarded by the medical facility.